Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to confirm the customer's reported issue. Bench testing revealed a broken oxygen blender. The service technician replaced the oxygen blender and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1200 alarmed and it was discovered that the oxygen blender was broken while connected to a patient. The customer confirmed there was no patient harm associated with the reported event. At this time, it is unknown as to what type of intervention was required to prevent patient harm.